Event description:
It was reported that during the surgery the ratchet mechanism of the ncb-df torque screwdriver 6 nm didn't function. No further details are known at this date.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the instrument, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. It cannot be excluded that the screw was not fixed with required torque. A loosening of the screw may result. As soon as additional info become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).